Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries with unknown serial numbers were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Due to insufficient information, evidence of power source lubrication cannot be found. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and/or a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. However, the reported beeps are most likely attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries experienced battery power switching and beeping post lubrication. The batteries remain in use. No patient complications were reported as a result of the event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.